Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the meter started to power off during use at 1am on (B)(6) 2016. The patient manages her diabetes with insulin pump therapy. She reported that between 1:30 - 1:45am on (B)(6) 2016, she administered an increased dose of 3.75 units of novalog insulin. She claimed that about 45-50 minutes after the start of the alleged issue, she developed symptoms of "weak [and her] heart was racing". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca also noted that based on the information the patient provided, there was no trauma or misuse to the meter. The cca educated the patient on the meter's behavior and auto-shutoff but the issue remained unresolved. However, the patient had been using lithium, rather than alkaline batteries in the meter which significantly reduces the number of tests the patient can complete after the low meter batteries warning screen appears. The patient did not have new batteries to insert into the meter. The cca noted that the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.